Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that a web device was deployed at the anterior communicating artery. To protect the web, the physician decided to use a via 17 to deliver the lvis jr stent. The target was unable to be achieved due to the stiffness of the via catheter. The lvis jr. Was resheathed within the introducer sheath. An excelsior sl-10 catheter was positioned in the a2 segment. The lvis jr. Was implanted, however resistance was encountered during withdrawal of the delivery pusher. After several attempts the delivery wire was removed; however, the distal radiopaque tip of the wire was reported to remain inside the lumen of the stent. The patient was reported to be fine, with no neurological deficits or bleeding after a dynact.

Manufacturer narrative:
The delivery pusher wire without the radiopaque distal tip was returned for analysis. The unit was sent out for sem analysis. The conclusion of the sem analysis stated that the pusher displayed a sharp bend which would suggest that the pusher had been kinked, and then pulled apart in a shear/tensile overload fracture. There was no evidence of corrosion or other anomalous conditions that could facilitate premature fracture were evident. The cd images from the treatment site were reviewed. Within these images, an lvis jr. Stent can be seen deployed across the neck of the aneurysm. Within the aneurysm, a deployed web device can be seen. Within the lumen of the parent artery, near the neck of aneurysm, there appears an approximately 4mm long cylindrical object, whose radiopacity and shape are consistent the distal end of the lvis jr. Pusher. This object appears to be contained, but not necessarily secured, within the lumen of both the parent artery and the lumen of the deployed lvis jr. Stent. Based upon the investigation findings, sem analysis, and available fluoroscopic images, the reported complaint can be confirmed; the pusher was missing the distal tip. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.